Manufacturer narrative:
Samples received: 4 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received four closed samples and one open and used sample with the needle partially detached from the thread (there are filaments of thread inside the needle). The thread surface is also damaged because of the braiding structure (thread outer part) has slipped from the core structure (thread inner part). Tightness test to the closed samples received has been performed and the units are tight. Sewing test on artificial skin tissue has been conducted with the four closed samples received and fraying/core popping does not appear when pulling the thread through the tissue. Visual appearance of the sutures before and after the sewing test is the usual one as can be seen in enclosed picture. We have also tested the needle attachment of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.79 kgf in average and 2.21 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Incident: the suture lost a lot of filaments from the attachment on the needle while suturing on vaginal tissue. The reminding suture "curled up" and got really thick. It happened after the first stitch. The gynecologist was performing a vaginal hysterectomy plus a reconstruction of the anterior vaginal wall. It was also detachments of other sutures and needles from the same batch.